Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed visual inspection. Reliability analysis found that 1 of the 3 sensors had a needle bent inside the serter. Reliability analysis was unable to confirm that the customer received the sensor in the condition they stated due to customer returning an opened/used sensor. The last 2 sensors had the needle separated from the sensor. The complaint was against the serter.

Event description:
Customer's husband reported via phone call sensor anomaly. Customer's blood glucose level was 148 mg/dl. Troubleshooting for needle hub stuck in serter was performed. Customer advised they experienced issues with the serter releasing the sensor. Customer experienced these issues with multiple sensors. Customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.